Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported while in quadrant mode there was poor suction, and in irrigation/aspiration (I/a) mode there was an unexpected surge of fluid and the patient required a vitrectomy. Additional information has been requested, but none has been received to date.